Event description:
It was reported that this cardiac resynchronization therapy defibrillator was explanted due to concerns of premature battery depletion. This device was successfully replaced. This device is expected for return. No additional adverse patient effects were reported